Event description:
Healthcare professional reported "rupture". This record is for unknown side. Device status is unknown.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5; d1; d4; g4; h4.

Event description:
Previous medwatch submission noted unknown device details. Upon further information on receiving new device details, allergan has determined that the device is not PMA approved. The previous reported events will now be unreported.